Event description:
The patient has an mr exam. The patient was scanned in the head first position with the quadrature body coil (qbc). No rf coils used. A few days after the examination, the patient called the hospital to report two 2nd degree blisters with a size of approx 4 cm on the inner thighs.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).